Event description:
Name of procedure performed: laparoscopic cholecystectomy. (B)(6) - 1 of 2. (B)(6) - 2 of 2. The scrub nurse commented that when the surgeon attempted to place the gallbladder within the bag, the bag displaced from the metal prongs. The bag was removed and another cd003 was used with the same outcome. As the account had run out of 10mm bags, this was the surgeons first time using the 5mm bag. An in-service has been advised for this vacant territory to demonstrate deployment and unfurling of the bag prior to placing specimen with the bag. Additional information received via email from [name] 4 august 2021: I made contact within the account. Unfortunately due to the time frame they were unable to provide further information and could not recall the event. They did try to connect with one of the nurses whom may have been present within the account but were unsuccessful. The account did look up the event on their notes and was unable to provide any further information. I can confirm that I personally spoke to the nurse following who was in the case during the event. The only complaint/feedback that was mentioned was the displacement of the bag from the prongs. Patient status: patient is unaffected. Type of intervention: product replaced with another.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and part of the cord loop. The returned unit was disassembled and the pawl, an internal component of the device, was conforming. Based on the evaluation of the returned unit, it is likely that the bag fell off the supports due to circumstantial factors at the time of use. It is possible that a force was applied in distal direction, which caused the bag to fall off the supports.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: laparoscopic cholecystectomy. (B)(4) - 1 of 2. (B)(4) - 2 of 2. The scrub nurse commented that when the surgeon attempted to place the gallbladder within the bag, the bag displaced from the metal prongs. The bag was removed and another cd003 was used with the same outcome. As the account had run out of 10mm bags, this was the surgeons first time using the 5mm bag. An in-service has been advised for this vacant territory to demonstrate deployment and unfurling of the bag prior to placing specimen with the bag. Patient status: patient is unaffected. Type of intervention: product replaced with another.